Event description:
It was reported that an ilet device sustained a cracked screen and a broken clip, and a replacement was provided while the user reverted to an alternative insulin therapy. Symptoms included no recorded changes in blood glucose. Outcomes included continued therapy without medical intervention or hospitalization. Investigation included review of device condition through customer-provided images and verification of device identifiers and logistics. Investigation of this case revealed physical damage to the display and belt clip consistent with user handling, with no evidence of device malfunction or alarm activity. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage due to handling.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.